Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an oxygen leakage issue. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.